Event description:
It was reported the buttons on the insulin pump were unresponsive. Customer's blood glucose was 156 mg/dl. No further information reported.

Manufacturer narrative:
Failure analysis revealed that all the buttons did function properly. No damage in the keypad assembly noted. However, found unlocked lcd keypad connector during visual inspection. The device was received with cracked reservoir tube lip, minor scratched lcd window and cracked battery tube threads.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.